Event description:
A/s pt, following informed consent, was under going podiatry procedure, excision of metatarsal/cuneiform exostosis under local/mac, on 6/10/94 air hose to drill started leaking (nitrogen), causing drill to move in podiatrist's hand, resulting in injury to intermediate dorsal cutaneous nerve. At this time, podiatrist removed a wider piece of this nerve to prevent entrapment in the surg incision. Per pod, poss for numbness, paresthesia of dorsum of foot. Hose purchased 4/94, checked prior to proced. Post proced, hose examined by clincial eng, leak noted, sent to eval/replacement. Returned and sent to manufacturer for their evaluation.*f/u visit noted patient doing well, stitches out, healing, minimal numbness, not affecting mobility.